Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered. (B)(4).

Event description:
It was reported that a syringe 10ml saline fill china sp had a damaged plunger rod before use. The following was reported by the initial reporter: "on (B)(6) 2021, the patient was admitted to the hospital for cerebral infarction. At 09:34 on (B)(6), when the nurse opened the newly packaged flush to flush the tube for the patient, it was found that the handle of the flush was bent and cracked and could not be used immediately replace a new one to check that there is no quality problem and seal the tube for the patient without causing harm to the patient. No other adverse events occurred during the entire event."